Event description:
On (B)(6), 2023, the revision surgery was performed. The liner was dislocated. Four of the six tabs were missing. Since the liner was not fixed, the head and outer shell were probably in direct contact, and black scratches could be seen on the ceramic head. The locking mechanism of the outer shell was not deformed, so the liner and head were replaced after confirming the trial. Doi: (B)(6) 2020. Dor: (B)(6) 2023. Unk hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that on (B)(6) 2020, the primary surgery was performed via tha for oa with the implant in question. On (B)(6) 2023, the patient comes to the outpatient clinic and is found to have an abnormality. The details are unknown. The revision surgery is scheduled on (B)(6) 2023. The liner and head will be replaced and if the outer shell has also failed, it will be replaced as well. No further information is available. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment "photo_(B)(4)_(B)(6)hospital((B)(6))". Visual analysis of the photo revealed that the pinn mar eto neut 32idx50od has the rim fractured and appears to have some anti-rotation device (ard) tabs shared off, fragments cannot be observed on the provided evidence. Based on the observations, it is reasonable to conclude that a disassociation event occurred between the liner and the cup. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was confirmed as the observed condition of the pinn mar eto neut 32idx50od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.